Manufacturer narrative:
The device was received by depuy synthes power tools. The device is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device was getting hot during operation. It is known that the device was being used during surgery. It is known that no injury or medical intervention occurred. No additional information provided.